Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not holding pressure during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On december 20, 2017, it was reported that the device was not holding pressure. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 4000 tourniquet on january 3, 2018 revealed that the customer complaint was unable to be duplicated. The device was run through testing and calibration with no findings. The software was upgraded to the newest revision, (B)(6). After the software was upgraded the device was run through testing and calibration again. There were no issues found with the device. The a.t.s. 4000 tourniquet was not repaired as the device passed all testing and functioned as intended, however the software was upgraded. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the initial inspection it was noted that the customer complaint was unable to be duplicated. The device was run through testing and calibration with no findings. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection it was noted that the customer complaint was unable to be duplicated. The device was run through testing and calibration with no findings. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 4000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.